Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos) resulting in pacing inhibition was observed on the device. The patient is pacemaker dependent, however not adverse symptoms occurred. Technical services was contacted and provided reprogramming recommendations. No intervention has been performed at this time. The patient is stable with no consequences.